Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service repair tech reported that a blood parameter monitor (bpm) hi-pot test failure occurred. There was no pt involvement. Investigation in process, but not yet completed.